Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #8 it was verified its non osseointegration. Patient had low bone quality (bone type iii) and bone graft was executed.